Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that nonsustained lead noise was observed. A sensing latency between the near field and far field channels was also noted. Programming changes were recommended.